Event description:
Surgeon saw a vessel and went to apply a clip. 1st clip deployed and able to be applied as expected. Surgeon went to apply second clip and no clip was being deployed, vessel injury inccured. They attempted again, with no clips deployed. Surgeon gave device to scub tech to try and trouble shoot the device, and scrub tech could see that the clips were jammed in the deployment shaft of the device and sticking out at various angles. A new device was retrieved from core supply and opened.